Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the mobile view station (mvs) configuration file was corrupted. The file was replaced with the backup configuration file and the issue resolved. A full imaging system check-out was then completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system was unable to fully boot up. The system would not boot past the green splash screen on the mobile view station (mvs). An error message was received on the mvs, "application unable to load configuration file". The system was rebooted three times and the error was received on the mvs after each reboot. There was no patient present when this issue was observed.